Event description:
It was reported that a spectrum pump failed to alarm when the upstream clamp was in the closed position, occluding the line during therapy in the intensive care unit. The patient was connected to the pump and receiving norepinephrine 10mcg/min for hypotension. The upper clamp for IV tubing was in the closed position, even though it was out of the pump. Despite the occlusion the pump did not alarm and ¿the patient continued to receive the medication.¿ after the line was unclamped, the patient's blood pressure (sbp) immediately increased to 200mm/hg. No further information was available at the time of this report.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion detection multiple times using baxter standard test (at 100ml/h with volume to be infused is 13.3) and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The reported undetected upstream occlusion is likely related to a device use error ("upstream clamped"). The spectrum's operator¿s manual contains a warning to user about the importance of "ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions."should additional relevant information become available, a supplemental report will be submitted.